Event description:
It was reported that air bubbles were observed within the canister. Reportedly, customer continued to use the existing cartridge. There was no reported adverse impact to the customer's blood glucose level.